Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this pacemaker appeared to be exhibiting premature battery depletion. Therefore, the device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.